Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated trop I es result occurred on a single patient sample processed on a vitros eci immunodiagnostic system. A definitive assignable cause could not be determined, however, the effect of sample processing (centrifugation) could not be ruled out as a potential cause. The investigation determined that the customer had processed the patient samples outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. All pre-service tropi es performance tests were acceptable, indicating the eci system was performing as intended and the tropi es reagent did not malfunction.

Event description:
The customer observed a non-reproducible, falsely elevated vitros tropi es result from a single patient sample (3.72 ng/ml) processed on a vitros eci immunodiagnostics system. The same sample was retested in duplicate and the repeat results obtained (0.022, 0.021 ng/ml)were believed to be the accurate results. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es result was reported outside the laboratory, however, no action was taken by the physician and there was no allegation of patient harm. No corrected report was issued. (B)(4).